Event description:
It was reported the patient underwent a pocket revision on (B)(6) 2020 wherein the ipg site was revised to address the issue.

Manufacturer narrative:
Note: since it is not known which device is causing the issue, all possible devices are being reported on.

Event description:
It was reported that the patient's scs ipg is migrating within the pocket site and pressing on scar tissue, causing discomfort. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient experiencing migration at the ipg site was reported to abbott. The patient¿s ipg was revised. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was inadvertently reported in follow-up number-1 that surgery took place on (B)(6) 2020. It was confirmed that no surgery has taken place to address the issue. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates no surgical intervention took place on 13 mar 2020. Surgical intervention may take place at a later date to address the issue.